Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure high thresholds were noted on the right atrial (ra) lead. The lead was implanted in another site inside the auricle although thresholds did not improve. Increased thresholds a decrease in p waves and a decrease in impedance were noted post operatively. The lead was reprogrammed. It was noted that during implant when a temporary lead was removed there was " a change in the shape of the atrial lead" which caused the measured values to change. The lead remains in use. No patient complications have been reported as a result of this event.